Manufacturer narrative:
Carefusion complaint number: (B)(4) . (B)(4). The customer disassembled the front panel therefore it is unavailable for return for evaluation.

Event description:
The customer stated that this unit has liquid between the plates on the touch screen. There was no patient involvement at the time of the incident.